Manufacturer narrative:
A getinge representative has advised that the issue was resolved by replacing with a new condense removal module. The iabp was then returned to the hospital and cleared for clinical use. The suspected faulty oob condense removal module will be returned to getinge¿s national repair center (nrc) for evaluation. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that during the installation process, the condensation removal module (crm) was lacking a transparent fence and a screw. This is an out-of-box failure. There was no patient involved; thus, no adverse event reported.

Event description:
It was reported that during the installation process, the condensation removal module (crm) was lacking a transparent fence and a screw. This is an out-of-box failure. There was no patient involved; thus, no adverse event reported.

Manufacturer narrative:
The suspected faulty condensate removal module (crm) was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the crm and noted that the crm guard and the screw that holds it into the safety disk was missing; however, no visible damage was observed. The technician installed the crm into the safety disk of the cs300 test fixture and it tested to factory specifications per cs300 service manual. The reported failure could not be verified and the crm was scrapped and retained in the nrc per procedure. No further investigation is required.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge representative has advised that the evaluation is ongoing and the iabp unit has not been cleared for use. A supplemental report will be submitted when further information is provided.

Event description:
It was reported that during the installation process, the condensation removal module (crm) was lacking a transparent fence and a screw. This is an out-of-box failure. There was no patient involved; thus, no adverse event reported.